Manufacturer narrative:
The technician replaced the side rail center arm assembly to resolve the issue.

Event description:
The technician alleged the side rail would not latch in the raised position. No pt impact.